Event description:
Reporter indicated that he was having trouble with the serial adapter cable to his vns therapy programming handheld, in that it fit loosely. Good faith attempts for the return of the handheld are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.